Event description:
It was reported that the cot base dropped while unloading a patient from the ambulance. It was reported that the patient received abrasions however medical intervention and adverse consequences were not reported.

Event description:
It was reported that the cot base dropped while unloading a patient from the ambulance. It was reported that the patient received abrasions however medical intervention and adverse consequences were not reported.

Manufacturer narrative:
After investigation, the cause for the cot drop issue was the base was not locked. A likely cause for this issue may be attributed to use error. The issue was resolved for the customer by suggesting in-service training for the customer. The unit was not evaluated by a field service representative.